Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis are listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as known patient effects that may be associated with use of a coronary stent in native coronary arteries. It was reported that the procedure was performed to treat an aneurysm in the circumflex (cx) artery. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium. It is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an aneurysm in the circumflex (cx) artery. The 3.5 x 26 mm graftmaster stent was implanted in the mid cx; however, some filling of the aneurysm remained, as the aneurysm was larger than expected and required an additional stent to fully cover. The 4.0 x 19 mm graftmaster stent was then advanced and deployed in the proximal to mid cx. All filling of the aneurysm ceased; however, the obtuse marginal artery became occluded and myocardial infarction was diagnosed. It was unclear if the occlusion was caused by thrombus migration or possibly that the graftmaster stent extended past the inferior branch of the obtuse marginal artery. An attempt was made to recanalize the inferior branch; however, attempts were unsuccessful. Medications were administered as treatment of the thrombus. No additional information was provided.